Event description:
It was reported that on (B)(6) 2014, a 2.75x15mm xience prime stent was successfully implanted in the 100% stenosed proximal left anterior descending coronary artery. Post procedure, the stenosis was noted to be 0% and wall apposition was good. On (B)(6) 2014, the patient experienced unstable angina and was hospitalized. Per electrocardiogram, the patient was experiencing an st segment elevation myocardial infarction. Additionally, per cath lab findings, the stent was noted to be thrombosed. Thrombus aspiration and balloon angioplasty were performed, resolving the event. Reportedly, since stent implantation, the patient was compliant on dual antiplatelet therapy. On (B)(6) 2014, the patient was discharged. There was no additional information provided.

Manufacturer narrative:
(B)(4). Lab tests: (B)(6) 2014: troponin I=0.73 ng/ml, upper reference limit 1.68; (B)(6) 2014: ECG=st elevation mi. Non q-wave mi; (B)(6) 2014: coronary angiogram. The stent remains in the patient. The reported patient effects of angina, myocardial infarction and thrombosis as listed in the xience prime everolimus eluting coronary stent system instructions for use are known patient effects that may be associated with the use of coronary stents in native coronary arteries. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.